Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when the phlebotomist was attaching the one-use holder to the bd vacutainer® eclipse¿ blood collection needle, the safety shield came e away from the device. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when the phlebotomist was attaching the one-use holder to the bd vacutainer® eclipse¿ blood collection needle, the safety shield came e away from the device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The customer-provided image shows a device threaded into a holder, with separation observed between the hub and collar. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the hub collar separation. Bd has initiated further root cause investigation relating to the issue of hub collar separation through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.